Event description:
At 3/p on 8/28, the rptr tested the pt's blood glucose on her surestep meter, obtaining a result of 265 mg/dl. He gave her insulin (amount and type unk) and called the paramedics because she was sweating profusely. The pt's blood glucose was taken by the paramedics with a result of 35 mg/dl. She was transported to the hosp and admitted, treatment unknown to rptr.